Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon vertically implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -9.50/1.0/173 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2024. The patient experienced a low vault. On (B)(6) 2024 the lens was exchanged with the same model, length, different axis and the problem was resolved. The reporter indicated the cause of the event is unknown.